Manufacturer narrative:
Additional: (B)(4). Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1cc of juvéderm® voluma¿ xc in the left cheek. 9 days following this injection, patient experienced swelling and bruising, and the healthcare professional did not suspect and infection and fluid was drained about three weeks later. It was noted the swelling resolved but patient has a "huge volume deficit" that was on "the side of their face, 25-30cc."

Event description:
Healthcare professional reported a patient was injected with 1cc of juvéderm® voluma¿ xc in the left cheek. Nine days following the injection, patient experienced swelling and bruising, and the healthcare professional did not suspect and infection and fluid was drained about three weeks later. It was noted the swelling resolved but patient has a "huge volume deficit" that was on "the side of their face, 25-30cc."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.